Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed when asymptomatic patient presented in-clinic for a follow-up. Further review of the episodes noted intermittent ventricular undersensing. Programming changes were made. The patient will continue to be monitored.